Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2025, product type: lead, product ID 977a260, serial# (B)(6), implanted: (B)(6) 2025, product type: lead. Further updates on this event will be submitted under reg report #3004209178-2025-09926. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2025, product type: lead. Product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2025, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 24-oct-2028, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 19-dec-2028, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient has a pain stimulator and would like the device out immediately as it has been a "nightmare" for them. They state their surgeon told them the device needs to be reprogrammed but they are unable to get it done as both the surgeon and their manufacturer representative (rep) have told them they do not know how to fix it. Additional information received from the consumer reported that when they woke up from the implant surgery, they felt sick. Later they woke up and felt like their insides were boiling so they turned the device off. A few nights later it felt like they were getting shocked against the inside of their stomach. The patient had some tests and it was found that one of the wires had moved, but the surgeon stated it was of a non-consequential amount. The patient had reprogramming and felt the shocking sensation below both their legs that wouldn¿t go away when it was on and made their back pain worse. The feeling of their insides boiling switched to feeling like they got sucker punched in the gut. The patient wanted the device removed as they can¿t sit on anything that puts pressure on their low back or lay on the side.